Event description:
Reporter stated that pt slid on device while playing baseball. Pt had high blood glucose; caller was able to correct this by setting a 200% temporary basal rate increase for the pt. However, when the pt went back on their normal basal rate, their blood glucose was high (450 mg/dl). Reporter alleged that device is not giving the correct amount of insulin. Reporter stated that a 110% temporary basal rate increase did not impact the pt's blood glucose. Reporter stated that when pt switched to their back-up device, then all was ok. Original device was not visibly damaged (there were no visible cracks). No error messages were generated by the device. Pt self-treated high blood glucose.